Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. The cardiac resynchronization therapy defibrillator (crt-d) withheld detection appropriately due to a feature which prevents detection of rapidly conducted supra ventricular tachycardias (svt) as ventricular tachyarrhythmias. However, the feature ceased to withhold detection when the ra undersensing led to the ventricular rate being greater than the atrial rate and the patient received what was described as an inappropriate therapy. Ventricular tachycardia(vt) detection rates were adjusted and the crt-d and lead remain in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.